Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device reached recommended replacement time early. The patient reported that at their annual device check their device was "almost dead" and that this was the second "bad" device. The device was explanted and replaced. No patient complications were reported as a result of this event.